Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the device's power module and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would continually reboot by itself when powered on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power module and determined that the cause of the reported issue was that an integrated circuit (ic), designator u4, was inoperative.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would continually reboot by itself when powered on. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.